Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a re-stenosed lesion in a heavily tortuous unspecified vessel. The wiggle guide wire was unable to cross and resistance was noted during removal from the anatomy. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, the reported heavily tortuous, mildly calcified and 75% stenosed anatomy was the likely cause of the reported failure to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, the lesion was located in the left circumflex artery that was heavily tortuous, mildly calcified and 75% stenosed. The procedure was completed without the use of another device. No additional information was provided.